Manufacturer narrative:
The event date is estimated.

Event description:
It was reported that the patient did not recharge their scs ipg as recommended due to unrelated health issues, leading it to become inoperable.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg could not communicate with external devices. A manufacturer representative confirmed the issue, deeming the ipg inoperable. As a result, the patient underwent surgical intervention wherein the device was explanted and replaced, resolving the issue.